Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown- only found one essure coil/discovered missing at confirmation test'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since 2001, bupropion hydrochloride (wellbutrin) since 2011, cyclobenzaprine hydrochloride (flexeril) since 2012, fluoxetine hydrochloride (prozac) since 2013, gabapentin (gralise) since 2012, ibuprofen since 2012, lamotrigine (lamictal) since 2011, medroxyprogesterone acetate (depoprovera) from 2001 to 2006, methylphenidate hydrochloride (concerta) since 2011, metoprolol since 2007 and oxycodone since 2012. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). In (B)(6) 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced urinary tract infection ("uti"), cystitis ("bladder infection") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:yeast infection\infection (other) describe: vaginal"). In (B)(6) 2007, the patient experienced pelvic pain ("pain/pelvic"). In (B)(6) 2007, the patient experienced anxiety ("anxiety"), depression ("depression"), urticaria ("hives") and headache ("migraines/headache:headache"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced incontinence ("incontinence"), hypertension ("high blood pressure") and ulcer ("ulcers"). In (B)(6) 2008, the patient experienced tooth loss ("loss of teeth"). In (B)(6) 2008, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy) and cyst removal. Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, cystitis, anxiety, depression, urticaria, incontinence, ovarian cyst, hypertension, nausea, tooth loss, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, ulcer and vaginal infection outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection and headache was resolving. The reporter considered anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypertension, incontinence, menorrhagia, nausea, ovarian cyst, pelvic pain, tooth loss, ulcer, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: only one essure coil found. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received- new event vaginal infection was added, reporter information and explant date were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown- only found one essure coil/discovered missing at confirmation test'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant medical products included alprazolam (xanax) since 2001, bupropion hydrochloride (wellbutrin) since 2011, cyclobenzaprine hydrochloride (flexeril) since 2012, fluoxetine hydrochloride (prozac) since 2013, gabapentin (gralise) since 2012, ibuprofen since 2012, lamotrigine (lamictal) since 2011, medroxyprogesterone acetate (depoprovera) from 2001 to 2006, methylphenidate hydrochloride (concerta) since 2011, metoprolol since 2007 and oxycodone since 2012. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced urinary tract infection ("uti"), cystitis ("bladder infection") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection\infection (other) describe: vaginal"). In (B)(6) 2007, the patient experienced pelvic pain ("pain/pelvic"). In (B)(6) 2007, the patient experienced anxiety ("anxiety"), depression ("depression"), urticaria ("hives") and headache ("migraines/headache: headache"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced incontinence ("incontinence"), hypertension ("high blood pressure") and ulcer ("ulcers"). In (B)(6) 2008, the patient experienced tooth loss ("loss of teeth"). In (B)(6) 2008, the patient experienced nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy) and cyst removal. Essure (ess205) was removed. At the time of the report, the device dislocation, pelvic pain, cystitis, anxiety, depression, urticaria, incontinence, ovarian cyst, hypertension, nausea, tooth loss, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and ulcer outcome was unknown and the vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection and headache was resolving. The reporter considered anxiety, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypertension, incontinence, menorrhagia, nausea, ovarian cyst, pelvic pain, tooth loss, ulcer, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure (ess205). The reporter commented: only one essure coil found. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs received. Reporter information were added. Date of insertion and removal were added. This case become incident. Concomitant drug and lab data were added. Event injury to herself were updated to pain/pelvic. Event: abnormal bleeding (vaginal), menorrhagia,uti, bladder infection, yeast infection, vaginal infection, anxiety, depression, hives, incontinence, migraines/headache/headache/took migraine medicine, ovarian cysts, high blood pressure, migration of essure device location of device: unknown- only found one essure coil, nausea, loss of teeth, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge, fatigue, weight gain, ulcers were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.